Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer was changing her set, woke up the next morning and blood glucose was 437mg/dl. The customer stated the cannula was bent. Assisted the customer with clearing alarm. The customer declined troubleshooting for high blood glucose, stated her blood glucose has not gone down. The customer was able to change the set and deliver a bolus.